Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6), alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 around 1:00pm. The patient reported obtaining a blood glucose reading of ¿11.5 mmol/l¿ with the subject meter. The patient informed the csr that he manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management regimen in response to the alleged inaccurate reading. The patient reported that 25 minutes after the alleged issue occurred, he developed symptoms of feeling ¿dizzy, hot and sweaty¿. At the onset of his symptoms, the patient claimed he treated himself with oral medication for diabetes (metformin 1000mg) followed by sugar. The patient claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.